Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint of the grip. A piece a piece approximately 0.186" x 0.596" was found to be broken off and was not returned. The complaint regarding instrument not functioning was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the force bipolar instrument was not functioning and gripping correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the robotics coordinator stated that no fragments were reported to have fallen into the patient while in use. It was unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material, and they were not able to provide any patient information.